Event description:
During procedure externalized conductors were noted. The lead was explanted and replaced.

Manufacturer narrative:
External insulation abrasion was found at 12.1-12.7cm from the electrode tip, consistent with lead friction to another device. The etfe coating was abraded at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.